Event description:
It was reported that the patient's implantable cardiac monitor (icm) detected false atrial fibrillation (af) during sporting activities. Additionally, the device missed detection of atrial tachycardia the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.